Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) over 500mg/dl with blurry vision, headache, and feeling sick since (B)(6) 2013. The reporter alleged that the pump is not recording boluses and insulin is not being delivered. The reporter stated that three times in the past three days a bolus had been programmed and she has watched the bolus count down, but then the bolus is not in the history. The reporter stated that the patient's bg is treated with a correction injection and bg stabilizes for a couple of hours. The pump was not available for troubleshooting at the time of initial contact. Customer technical support made multiple attempts to contact the reporter for troubleshooting, without success. This complaint is being reported due to the allegation that the pump was not delivering boluses as programmed, resulting in hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.